Event description:
The customer reported that the device will not power on and a burning smell is coming from the unit. The origin of the burning smell has not yet been identified. No patient injury reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.